Event description:
The user received questionable troponin I stat results for four patients. Of the data provided for two patients, only the results from one sample for each patient were discrepant. Patient 1 initial result was 0.253 ug/l and the repeat result was <0.100 ug/l. The result of <0.100 ug/l was considered to be the correct result. The patient was hospitalized for three days and treatment of "aas, clopidogrel e clexane" was given. The patient was not admitted to the hospital or treated due to the result. Patient 2 was and (B)(6) male patient born on (B)(6). On (B)(6) 2012, theinitial result from the primary tube for the third sample in a series was 0.343 ug/l. The repeat result from an aliquot was 0.100 ug/l. The result of 0.100 ug/l was considered to be the correct result. The patient was not admitted to the hospital or treated due to this result. The lot number of the troponin I reagent was 165628. The expiration date was not provided. It was noted not all of the sample racks at the site had the recommended sample rack adapters.

Manufacturer narrative:
The investigation could not determine a specific root cause as incomplete information was provided. Quality control data and instrument alarm traces indicated no issues. All performance testing was acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional questionable patient results were received that were initially tested between (B)(6) 2012. Of the data provided for 2151 patient samples, the results for 91 patient samples were discrepant. All results are in ug/l. No information was provided to determine if any of the erroneous results were reported outside the laboratory or if any patients were adversely affected.

Manufacturer narrative:
Additional information was received clarifying that patient 1 received the drug therapy as a preventative action due to the erroneous troponin I result. The patient was one of the physicians in the hospital and stayed in the hospital for more testing even though he was without clinical symptoms.